Event description:
It was reported that the patient's spacer was explanted and they underwent laminectomy/decompression due to continued low back pain with no relief.

Event description:
It was reported that the patient's spacer was explanted and they underwent laminectomy/decompression due to continued low back pain with no relief.